Manufacturer narrative:
Device manufacture date: 01/12/2017-01/13/2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was brown residue inside of the clearlink continu-flo solution set. There was no patient involvement. No additional information is available.